Event description:
It was reported that the doctor needs to reprogram the device to avoid ventricular pacing because the patient is symptomatic with it. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.